Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not exit the loader device when the delivery tube was removed. One heartstring seal was positioned in the loader device and when the staff pushed in the green wings, the seal did not fold properly in order to be able to load the seal into the delivery tube. Replacement seal was used to complete the procedure. The hospital did not report any pt complication. This report is for the third seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the seal subassembly was in the loader device but outside the delivery tube. The delivery device was inside the loader device with the plunger not depressed. This suggests that upon failure to load the seal into the delivery tube, the delivery device was removed from the loader, and then it was pushed back in prior to shipping. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).